Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and it could not be flushed. During an afib procedure, a pentaray catheter during the remap phase of the procedure, and (after successfully performing a first map and then ablation) before insertion in the patient, could not be flushed at all with the heparinized nacl solution. Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 17-june-2025, additional information was received indicating the product was discarded. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 16-jul-2025, additional information was received providing the lot number as 31571477l. As such, fields d4. Lot, d4. Expiration date, d4. Primary UDI number, h4. Device manufacture date and h6. Type of investigation have all been updated accordingly. With the availability of the lot number, a manufacturing record evaluation was performed for the finished device with lot number 31571477l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and it could not be flushed. During an afib procedure, a pentaray catheter during the remap phase of the procedure, and (after successfully performing a first map and then ablation) before insertion in the patient, could not be flushed at all with the heparinized nacl solution. All troubleshooting was done, the irrigation tube switched for a new one with no success and irrigation through the pump checked to see if it was working, which it was. The issue was only solved by replacing with a new pentaray catheter. There were no consequences for the patient.